Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision and removal procedure of the femoral neck system (fns) due to cut out of the femoral head. Initially, the patient had the reported devices for 2 months before the issue occurred. During the revision procedure, all the fns devices were successfully removed. The patient was revised to a total hip arthroplasty. There was no surgical delay reported. Patient status is unknown. This is report 4 of 4 for (B)(4). Will capture the post-op event where the patient underwent a revision/removal procedure of the fns devices due to cut out of the femoral head, while (B)(4) will capture the intra-op event where the clicking sound was observed and (B)(4) will capture the intra-op event where the unknown locking screw would not disengage with the fns plate and the head of the screwdriver shaft was twisted.